Event description:
Healthcare professional reported injecting a patient in the cheekbone, cheeks, and left dark circles with 1 syringe of juvéderm® volift¿ with lidocaine, in the dark circles, columns, angles of the mouth, and lips with 2 syringes of juvéderm® volbella¿ with lidocaine, and in the side of the mandibular branch and arch with 2 syringes of harmonyca¿ with lidocaine. The patient was concomitantly injected with 38 u of botox® and was given eucerin 50 gel sunscreen. Forty-three days later, the patient returned to review their results. Additional juvéderm® and harmonyca¿ with lidocaine were not deemed necessary, but the patient was injected with 11 u of botox®. Three months later, the patient was injected in the cheekbones, cheeks and labiogenians with 2 syringes of juvéderm® volift¿ with lidocaine. The patient was concomitantly injected with 41u of dysport®. Thirty-nine days later, the patient reported ¿inflammation¿ at the injection sites. The patient was advised to use hot/cold-water cloths, manual lymphatic draining, and radiofrequency to be performed. The patient was given cetirizine tablets, 1 capsule in the morning and evening. Four days later, the patient returned for a session lymphatic draining and was treated with 1 ml of hyaluronidase with massage. The patient was given vichy 50 gel sunscreen for post-treatment. Six days later, the patient received another session of lymphatic draining and was given 1 ml of hyaluronidase with massage and vichy 50 gel sunscreen. Four days later, the patient returned for their third lymphatic draining session and were treated with 1.5 ml of hyaluronidase with massage and vichy 50 gel sunscreen. Two days later, the patient received a fourth lymphatic draining and was given 50 u of hyaluronidase with massage and vichy 50 gel sunscreen. Event is ongoing. This is the same event and the same patient reported under patient identifier (B)(6). This emdr is being submitted for the suspect product, additional juvéderm® volift¿ with lidocaine.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Manufacturer narrative:
Additional, corrected, and/or changed data.

Event description:
Healthcare professional reported injecting a patient in the cheekbone, cheeks, and left dark circles with 1 syringe of juvéderm® volift¿ with lidocaine, in the dark circles, columns, angles of the mouth, and lips with 2 syringes of juvéderm® volbella¿ with lidocaine, and in the side of the mandibular branch and arch with 2 syringes of harmonyca¿ with lidocaine. The patient was concomitantly injected with 38 u of botox® and was given eucerin 50 gel sunscreen. Forty-three days later, the patient returned to review their results. Additional juvéderm® and harmonyca¿ with lidocaine were not deemed necessary, but the patient was injected with 11 u of botox®. Three months later, the patient was injected in the cheekbones, cheeks and labiogenians with 2 syringes of juvéderm® volift¿ with lidocaine. The patient was concomitantly injected with 41u of dysport®. Thirty-nine days later, the patient reported ¿inflammation¿ at the injection sites. The patient was advised to use hot/cold-water cloths, manual lymphatic draining, and radiofrequency to be performed. The patient was given cetirizine tablets, 1 capsule in the morning and evening. Four days later, the patient returned for a session lymphatic draining and was treated with 1 ml of hyaluronidase with massage. The patient was given vichy 50 gel sunscreen for post-treatment. Six days later, the patient received another session of lymphatic draining and was given 1 ml of hyaluronidase with massage and vichy 50 gel sunscreen. Four days later, the patient returned for their third lymphatic draining session and were treated with 1.5 ml of hyaluronidase with massage and vichy 50 gel sunscreen. Two days later, the patient received a fourth lymphatic draining and was given 50 u of hyaluronidase with massage and vichy 50 gel sunscreen. Event is ongoing. This is the same event and the same patient reported under patient identifier (B)(6) (emdr-(B)(4) and (B)(6) (emdr-(B)(4). This emdr is being submitted for the suspect product, additional juvéderm® volift¿ with lidocaine.